Manufacturer narrative:
Manufacturer's investigation conclusion: the patient's pump was exchanged under MFR # 2916596-2023-00743. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a subarachnoid hemorrhage on (B)(6) 2022. Their international normalized ratio (inr) was 8.9 in the emergency department (ed). The patient had symptoms of headache, an altered level of consciousness, had a syncopal episode and fell on the floor. Computed tomography (CT) was performed and was admitted to the intensive care unit (ICU). The patient had frequent neuro checks but no surgical intervention was performed. Two days later they had repeat CT performed and was stable with no deficits.